Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charger) has been confirmed. Upon evaluation, the battery output voltage was measured at 5.08v. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A pt service representative (psr) contacted zoll customer support after speaking to the wife of a (B)(6) male pt to report that one of the pt's batteries will not hold a charge. The pt was issued a replacement battery pack.